Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: b5, e1, h6 (health effect - clinical code). A field service engineer (fse) was dispatched to evaluate the unit. The fse performed a control of connections and reset the alarm message. Then, the fse tested the unit without any problem.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) notifying may require maintenance and starts beeping.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) notifying may require maintenance and starts beeping.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) notifying may require maintenance and starts beeping.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.